Manufacturer narrative:
Eval is in progress, but not yet concluded. Per the subsidiary's mfg engineering center (mec), the reported issue could not be duplicated. They confirmed there was dirt like medical solution residue on the pcb.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, that while weaning from artificial heart lung, the occluder was totally closed and unable to use. The clinical engineer detached tube from the occluder head and operated by using forceps. At that time, the occluder might be heating up. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.